Event description:
It was reported to medtronic neurosurgery that the catheter connector broke after the catheter was connected.

Manufacturer narrative:
The valve was patent and passed reflux testing. The distal catheter connector was not returned and there was an indentation at the base of the valve where the catheter connector should have been. This damage precluded leak testing. It is unknown how or when or how this damage occurred. Tool markings were found in the silicone near the distal catheter connector location. The device only met specifications for pressure-flow testing at performance level 2.0, 46.8 ml/hr at 0 cm hydrostatic pressure. It did not meet the requirements for preimplantation testing. The instructions for use that accompany the device caution that "improper handling or use of instruments when implanting shunt products may result in the cutting, slitting, crushing or breaking of components." It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. Medtronic neurosurgery has received no other complaints for lot c46441, and a review of the manufacturing records showed no anomalies. No impact to the patient was reported. All of the valves are 100% tested at the time of manufacture.